Manufacturer narrative:
Siemens is investigating the issue. MDR 2432235-2020-00040 and MDR 2432235-2020-00114 were filed for the same issue.

Event description:
A (B)(6) result for (B)(6), was obtained on a patient sample on an advia centaur xp instrument with serial number (B)(4). The false reactive result was reported to the physician(s). The same sample was repeated on 3 alternate advia centaur instruments. One of the repeat results recovered falsely reactive; the customer did not provide the serial number of the instrument that produced the repeated reactive result. This sample pertains to the sample mentioned in MDR 2432235-2020-00040, identified as sample ID (B)(6). There are no reports of patient intervention or adverse health consequences due to the (B)(6) results.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2020-00113 on 21-jan-2020. Additional information (23-jan-2020): siemens further investigated and determined that sample specific issue, pre-analytical factors or an issue which was resolved with routine instrument troubleshooting potentially contributed to false reactive results for hepatitis b surface antigen antibodies (anti-hbs) result. The customer provided information about the serial numbers for the alternate instruments: centaur 1: (B)(6). Centaur 2: (B)(6). Centaur 3: (B)(6). Section d1, d2, d4, h4 and conclusion code in section h6 have been updated to reflect the additional information. MDR 2432235-2020-00040_s1 and MDR 2432235-2020-00114_s1 were filed for the same issue.